Event description:
The complainant stated that the head section is drifting down over several hours.

Manufacturer narrative:
The technician isolated the issue to the CPR valve. He replaced the CPR valve and the bed functioned properly.